Manufacturer narrative:
(B)(4).

Event description:
After installation of the periodic maintenance kit, the philips field service engineer reported the ventilator alarmed with vent inop due to 24/12v power failure. The philips field service engineer reported there was no pt involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the power supply, blower assembly and blower motor controller (bmc) pcba were tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
After installation of the periodic maintenance kit, the philips field service engineer reported the ventilator alarmed with vent inop due to 24/12v power failure. The philips field service engineer reported there was no patient involvement.